Manufacturer narrative:
Additional information was added on d9, h3, h6, and h11. H11: the device was received for evaluation with a mini cap attached to the female connector. Visual inspection was performed and a broken occluder foot was observed beneath the twist clamp. Leak and clamp function testing were performed and an internal leak through a closed clamp was observed. No external leaks were observed. Clear passage testing was performed and no issues were observed. The reported condition was verified. The cause of the leak was due to the broke occluder foot. The cause of the broken occlude foot could not be determine, however exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked "at the white cap end" (female connector) with the twist clamp closed. This occurred after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.